Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of electromagnetic interference (emi) and noise. It was also noted there was a drop in right ventricular (rv) r-wave sensing. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.